Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported adverse event and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient was taken to emergency room (ER) for low blood glucose (bg) levels. Patient had worn the pod on arm between 4 and 24 hours and reportedly passed out while in his vehicle. While at the ER, patient was diagnosed with hypoglycemia and pre-hypothermia; as treatment, insulin was delivered through intravenous fluids and patient was given meals. Prior to event, patient stated his last meal boluses were 6.25(units) for breakfast and in the afternoon, it was 22.55(u). It was also reported that patient¿s health care provider recently adjusted overnight basal dosage from 1 to 1.2 units between 3:00 am and 5:00 am. Patient reported the following bg levels, which were lower than his normal range of 100-130 mg/dl: time: 6:38 am, bg(mg/dl): 62. 8:00 pm, 23.